Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis surgery for intertrochanteric fracture of femur with the plate in question. On unknown date, the plate cut out, and the revision surgery was planned. In the revision surgery, the plate will be removed, and the bha surgery will be performed. No further information is available. This report is for one (1) lcp dhs-pl 135° 4ho l92. This is report 1 of 1 for (B)(4).